Event description:
Patient received recall replacement smart drive dial controller. They report the replacement dial "had similar problems to my other controllers (starting on its own and stopping or being unresponsive)." This new dial has a green paint dot on it. There was also a sticker on the package of this dial that noted "dial control rotary controller market correction."